Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had chest pain, shortness of breath, and the device fired two times. There were pacemaker mediated tachycardia (pmt) episode that would appeared tracking fast atrial rate and had a total of ten shocks. Faster rate pacing and shocks were not effective in converting the rhythm. The physician commented that the patient did seem to be non-compliant type and had also run out some of the medications which might have contributed to the events. Additional information indicates two rounds of anti-tachycardia pacing (atp) x4 and 5 unsuccessful shocks caused therapy exhaustion. The electrogram (egm) showed supraventricular tachycardia (svt). The device output was changed from 5 volts to 2 volts and respiratory sensor was turned. This crt-d remains in service. No adverse patient effects were reported.